Event description:
A greenfield filter was implanted on (B)(6) 2005. In (B)(6) 2005 it was noted there was a perforation and migration occurred. In (B)(6) 2018 embedment occurred and the patient was hospitalized for 9 days. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2005. In (B)(6) 2005 it was noted there was a perforation and migration occurred. In (B)(6) 2018 embedment occurred and the patient was hospitalized for 9 days. No further patient complications were reported. It was further reported that on (B)(6) 2005, it was noted that there was an ivc filter in place that extends into both iliac veins. The ivc filter was implanted on (B)(6) 2005. It was noted on (B)(6) 2016, that the patient had left leg dvt with an ivc filter in place. It was noted on (B)(6) 2017, that there was an ivc filter identified in the inferior most portion of the ivc, with the prongs/legs splayed into the left and right common iliac veins. One of the prominent/legs of the ivc fileter extends into what appeared to be a right paravertebral lumbar vein. This filter was malpositioned. The most superior portion of the ivc filter possibly projects just outside the anterior wall (abuts) of the lower ivc. On (B)(6) 2018, the patient presented with venous thrombosis. It was described as chronic with symptoms sudden in onset with gradual resolution and ongoing. It was recommended to not retrieve the filter due to the amount of time it has been in place. The ivc filter was situated overlying the right l5-s1 junction.